Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed an insulation breech; the outer insulation was ruptured. Concomitant medical products: 5076-45 lead; 694758 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased. The lead was analyzed and tested out of specification. No additional information is known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.